Event description:
It was reported that a user experienced a severe hypoglycemic event requiring third-party assistance after receiving a meal bolus followed by additional correction doses, with no external insulin administered and possible same-day supply changes noted but not confirmed. Symptoms included severe hypoglycemia requiring assistance. Outcomes included recovery with oral glucose provided by caregivers, with no hospitalization reported. Investigation included customer interview, review of device reports, and troubleshooting with education provided by clinical support. Investigation of this case revealed no device malfunction identified, and the event was attributed to insulin dosing dynamics in the context of a usual meal and subsequent corrections leading to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.